Event description:
It was reported that the tip broke off the small pointer during testing by the sales representative. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event was not confirmed by the service technician. During the visual inspection the tip of the device was not found to be broken and no product failures were identified related to the reported event. Therefore, this report was filed in error.

Event description:
It was reported that the tip broke off the small pointer during testing by the sales representative. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.